Event description:
The pt contacted lfs alleging that his one touch ultra meter was reading in the incorrect unit of measurement. The meter was set to mmol/l instead of mg/dl. The pt contacted his medical professional for advise. He took no actions following the attempted use of the meter and rec'd no treatment. The customer svc rep confirmed that the meter had previously been set to the correct unit of measurement in the meter settings. The pt neither alleged harm no experienced injury due to the meter. Based on the info supplied by the pt, there is an indication that the prod malfunctioned and that the event meets the criteria for a medical device reportable. No prods were placed.